Event description:
The manufacturer received information alleging battery not charging and power led light does not turn on. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. When the ac cord was connected to the device, the power led light turned green and it was charging. There were no critical logs requiring service. Unit passed final test.